Manufacturer narrative:
Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. In addition, the performance data collected from the device was obtained and have analyzed. The data revealed varying resistance/impedance. The weekly pace lead impedance trend data shows varying impedance and spike increases for min and max rv pace= 480 to 960 ohms range between (B)(4)-2010 and (B)(4)-2011. Oversensing also was detected. There were thirteen ventricular non sustained tachycardia episodes less than or equal to 202 ms average v-cycle between (B)(4)-2011 16:00:52 and (B)(4)-2011 16:25:46. In addition, there was interference/noise. The ventricular short interval count showed 18.1 counts avg/day in 40.96 days, between (B)(4)-2011 15:52:58 and (B)(4)-2011 14:54:56. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was experiencing oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.